Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported "insufficient information". Later healthcare professional reported " rupture, connective tissue capsule iii a, capsular contracture baker grade iii" via "ultrasound" this record is for the "left" side. Device has been explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "insufficient information". Later healthcare professional reported " rupture, connective tissue capsule iii a, capsular contracture baker grade iii" via "ultrasound" this record is for the "left" side. Device has been explanted and replaced with another manufacturer¿s device.